Event description:
It was reported that the patient was having surgery for a pump battery change. The patient had a granuloma which was seen on an MRI (date of MRI was unk). Upon opening the pump pocket, it was noted that the catheter was completely kinked over. The pump and catheter were replaced. It was further reported that the patient had not had pain relief for an unk period of time. The type of medication, concentration, and daily dose being administered via the pump were not reported. Patient previously diagnosed with a granuloma in 2007; see manufacturer's report #6000030200702163. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)